Manufacturer narrative:
At this time product has not yet been returned and serial number provided is not valid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high reading on the sensor scan and experienced a loss of consciousness. Customer was seen at the emergency room where a reading of 30 mg/dl was obtained on the hcp meter and she was treated with sugar water. Later, hcp meter reading of 44 mg/dl and 100 mg/dl was obtained compared to sensor readings of 123 mg/dl and 187 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.